Event description:
Complainant alleged that during biomed testing, the device displayed a "fault 75" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp.; the malfunction was duplicated and the hv module was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.